Event description:
A report was received that the patient's ipg moved and was causing pain. Ipg migration was confirmed through x-ray. The patient underwent a revision procedure wherein it was found out that one suture broke on the ipg. The patient was reportedly doing well post operatively.